Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reminder was set to test if it functions properly and it was observed that reminder functions properly. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. Section h4 (device mfg date) was updated based on returned product download. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported that the reader failed to alarm when their glucose level was low and as a result, the customer experienced symptoms described as dizziness, disoriented, lack of strength, headache, loss of consciousness and was unable to self-treat. The customer was provided with sugary food and drinks by non-healthcare professional for treatment. It was noted that the customer usually took paracetamol 1g for headache. There was no report of death or permanent impairment associated with this event.

Event description:
The customer had initially reported that the low glucose alarm had failed to alarm when they were hypoglycemic. During troubleshooting, it was found that the customer was using a freestyle libre device. The freestyle libre device does not have the high/low glucose alarm function, and the customer was informed of this during the troubleshooting process. The device in question was returned by the customer and received by adc, and it was confirmed upon investigation of the physical device that the customer was using a freestyle libre device. Based on the return of the device in question, there is no indication that the adc device failed to function as intended. Therefore, based on the information provided, there is no indication that an adc device caused or contributed to an adverse event. Therefore, adc considers this issue to be non-reportable and closed.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reminder was set to test if it functions properly and it was observed that reminder functions properly. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. This serves as a correction report. Section(s) updated as follows: section b5 (describe event or problem) was updated as non-reportable. Section h6 (type of investigation) was updated to add b14 analysis of production records. Section h6 (component code) was updated to add g07001 part/component/sub-assembly term not applicable. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reminder was set to test if it functions properly and it was observed that reminder functions properly. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. This serves as a correction report. Section(s) updated as follows: section b5 (describe event or problem) was updated as non-reportable. Section h6 (type of investigation) was updated to add b14 analysis of production records. Section h6 (component code) was updated to add g07001 part/component/sub-assembly term not applicable. Section g3 (date received by mfg) was updated to 6/2/2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer had initially reported that the low glucose alarm had failed to alarm when they were hypoglycemic. During troubleshooting, it was found that the customer was using a freestyle libre device. The freestyle libre device does not have the high/low glucose alarm function, and the customer was informed of this during the troubleshooting process. The device in question was returned by the customer and received by adc, and it was confirmed upon investigation of the physical device that the customer was using a freestyle libre device. Based on the return of the device in question, there is no indication that the adc device failed to function as intended. Therefore, based on the information provided, there is no indication that an adc device caused or contributed to an adverse event. Therefore, adc considers this issue to be non-reportable and closed.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported that the reader failed to alarm when their glucose level was low and as a result, the customer experienced symptoms described as dizziness, disoriented, lack of strength, headache, loss of consciousness and was unable to self-treat. The customer was provided with sugary food and drinks by non-healthcare professional for treatment. It was noted that the customer usually took paracetamol 1g for headache. There was no report of death or permanent impairment associated with this event.